Event description:
On 12/22/2009, pt reported in (B)(6), 2009 he noticed the up button did not respond to the press-and-release motion to adjust bolus increments. Pt stated that at that time the up button did respond to the press-hold motions. Pt reported he is currently experiencing e7 (electronic error) alerts. Verified battery type in use. Advised pt to install a new battery. Pt installed a new battery and was able to return the infusion device to run mode with no errors or alerts. Assisted pt with troubleshooting both buttons. Determined down button does not respond. Pt reported up button only responds to press and hold. Pt states buttons pop back and there is no visible damage to them. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.